Event description:
The patient's wife informed that their physician has refused to replace her husband's generator until it reaches below 50% due to the risks associated with surgery. The patient's wife reported that she wants the vns replaced sooner as the patient no longer feels his vns go off when swiping the magnet. She also notes that her husband went from about 10 to 12 seizure nights to 22 seizure nights in the last month. Review of internal programming history confirmed no previous issues or anomalies with the patient's device. No other relevant information has been received to date.

Event description:
Further following up with the physician's office confirmed that the increased seizures are unrelated to the vns therapy system. Additionally, it was confirmed that the patient's device is functioning within normal limits. No other relevant information has been received to date.